Event description:
The manufacturer received information that during use with a patient, the trilogy evo ventilator had a screen that could not be operated as it had turned completely dark with an alarm sound. There was no harm or injury reported. The philips sales representative contacted the patient's home and confirmed that the device was providing airflow. The philips sales representative went to the patient's home and confirmed that the issue was persisting, and the device was replaced for the patient. The philips sales representative restarted up the device and confirmed that ventilator service required alarm was logged around 5:10, but the screen shut down immediately after that, so no more checking could be performed. On device evaluation, a check of the device error log indicated a ventilator service required alarm code e-304 was recorded in the log on 25june2026 indicating the backlight is blank in any state other than "off". The issue could be a back light abnormality of the touch screen (display) or backlight drive circuit error of the display board was recorded. No abnormalities were observed in an internal inspection, but it was confirmed that the issue was improved by replacing the display. It was determined that this issue was caused by a malfunction of the backlight function for the display, and the display was replaced. The software version was upgraded from 1.06.10.00 to 1.06.15.00. After repair, the device passed all testing and was confirmed to operate properly.

Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.